Event description:
It was reported that the patient presented in clinic for follow up due to heart palpitations. The patient's device was interrogated and revealed that the left ventricular (lv) lead exhibited unintentional phrenic nerve stimulation. Programming changes were made to mitigate the issue but were unsuccessful. The lv lead was capped and replaced on (B)(6) 2025. The patient was discharged from the hospital.

Manufacturer narrative:
Correction: h2 - follow-up type in 2017865-2025-51336 submitted on 01 may 2025 should be checked "additional information¿ and ¿correction¿.

Event description:
Additional information received indicated that the patient was stable throughout.